Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor will not power on. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (will not power on) has been confirmed. The cause for the inability to power on is a defective digital signal processor component (u500) on the computer/analog board. The defective u500 prevented the monitor from powering up properly. The root cause for the defective u500 cannot be positively identified but is likely a result of random component failure. No adverse event resulted from the defective component. The pt received a replacement monitor.